Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that vasopressin 100ml with 20units/50cc d5w was programmed to run at 0.03 units/minute. The infusion was started at 2am and when the nurse re-entered the room approximately 1 hour later, she noticed the bag was empty. The log was not noted to have any air in line alarms or any other alarms associated with this event. There was no report of patient harm.

Manufacturer narrative:
The reported overinfusion could not be confirmed or replicated. Physical inspection of the device found the membrane frame was broken near the upper platen hinge. Two of the welds on the membrane frame assembly were found broken suggesting a significant force pulled them apart. The door edge on the right side and the right side of the rear case edge within the same vicinity had deformations in the plastic. The cause of the damage in the plastic is unknown but may be from closing the door on a foreign object or the result of an impact event. The pivot latch screw and torsion spring on the door latch assembly were third party parts. Analysis of the pcu event log showed that the pump module was programmed at 2:03am on (B)(6) 2018 to infuse vasopressin 20 units/50 ml at a rate of 4.5ml/hr with a vtbi of 100ml. The user turned off the pump module at 2:56am. The calculated volume infused was 3.959ml. The cause for the early termination of the infusion could not be ascertained from the recorded log events. During rate accuracy testing the pump module did not exhibit any free flow or unregulated flow. The module was slightly out of specification but was under infusing which would not have contributed to the reported incident. The error was not significant and recalibration would correct this issue. The cause for the reported incident is a broken membrane frame. The root cause of the breakage was not identified.